Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed the memory pcb was not seated properly into the system pcb assembly. When this connection was reseated, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device display was incorrect and a service indication was illuminated. When this occurred, the device exhibited a lock-up failure. There was no patient use associated with the reported failure.